Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd precisionglide¿ needle was defective and leaked. The following information was provided by the initial reporter : it was reported by the consumer a defective bevel is causing leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-mar-2022. H.6. Investigation: it was reported a defective bevel is causing leakage. To aid in the investigation, eight hundred eighty-five samples in sealed packaging blisters were received for evaluation by our quality team. The samples came in ten shelf boxes. Eighty samples were randomly selected for a visual inspection. The inspection was first performed with a 10x magnifier lens and then with a 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. There were no defects or imperfections of any kind. A device history record review was completed for provided material number 305195, lot number 1210319. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h.10.

Event description:
It was reported that 1 bd precisionglide¿ needle was defective and leaked. The following information was provided by the initial reporter : it was reported by the consumer a defective bevel is causing leakage.